Event description:
It was reported that the pt was diagnosed with myelopathy due to severe basilar invagination. Having undergone successful traction in the halo brace the pt underwent an occipital - t2 fusion with bi-lateral occipital plates, rods, and screws. The pt underwent a revision surgery to replace broken hardware. Approximately 12 months after the revision surgery, the pt was diagnosed with a broken rod, and underwent a surgical procedure to remove and replace the rod. The pt was placed in a halo vest at this time.

Manufacturer narrative:
A review of the device history records for this device was not possible without add'l product info. We are unable to determine a definitive cause of the reported event.